Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The patient reported obvious pain in the occlusal process and the x-ray examination found that the implant at tooth location # 18 had departed from the implantation position, and the implant was removed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. The reported event is non-verifiable as no x-rays or objective evidence was provided by the customer and the medical event could not be recreated. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (63773179). It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number (63773179) for similar events and no other complaint was identified. Review completed utilizing keywords: pain, implant location deviation. May post market trending was reviewed and there were no actionable events or corrective actions for the reported events (medical pain, medical other) or product (tsvwb8). The reported event could not be recreated due to the nature of the dental device and event (medical other, pain). The complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are patient specific issues. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.